Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, device was pulled against the resistance. Per the instructions for use (IFU): do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle suture mediated closure (smc) device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Factors that may contribute to loss of arterial access include, but not limited to, device not pulled gently back to position the foot against the wall or use of excessive force. The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to a diagnostic coronary angiography procedure. The prostyle device was advanced in the artery until blood return was seen from the marker lumen. Reportedly, when attempting to lift the lever to open the foot of the device, it could not opened due to resistance, the physician decided to remove the prostyle device to make an attempt with another one. There was resistance upon removal of the prostyle and it was pulled against the resistance. Vessel access was lost while removing the prostyle and therefore, the physician decided to discontinue the procedure. Femoral angiography was taken from the left common femoral artery (lcfa) to check if any harm had been caused by the forced removal of the prostyle in the rcfa. There was no sign of rupture or damage of the vessel. Manual compression was applied to achieve hemostasis in both the rcfa and lcfa access sites. Reportedly, the patient died in the intensive care unit (ICU) on (B)(6) 2025 due to bad general condition. In the physician's opinion the prostyle device did not cause or contribute to the patient death. No additional information was provided.